Event description:
It was reported that during an angioplasty procedure, the stent was explanted. The target lesion was located in the posterior descending artery. A 3.50x20mm promus element plus was successfully deployed. Upon removal of the ez 300 cm filterwire, the promus element plus stent was explanted and removed with the filterwire. The procedure was completed using another same filter wire and stent. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the delivery device was not returned, only the promus element plus stent was returned. The stent was severely stretched along its length causing some stent struts to be raised up. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was caused by other devices. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during an angioplasty procedure, the stent was explanted. The target lesion was located in the posterior descending artery. A 3.50x20mm promus element plus was successfully deployed. Upon removal of the ez 300 cm filterwire, the promus element plus stent was explanted and removed with the filterwire. The procedure was completed using another same filter wire and stent. No further patient complications were reported and the patient's status is fine.